Event description:
Pt had bovine mesh implanted (B)(6) 2010 for hernia repair. On (B)(6) 2015 pt had a revision surgery for reoccurring ventral incisional hernia repair. During the surgery pt had three inches of her stomach, and her belly button removed due to entrapment of the device. Pt states surgeon told her "your insides looked like soup" and that the original mesh that was implanted was "broken up into pieces." Pt also complains of issues with chronic mesh infection with sinus drainage,chronic abdominal wall pain, hernia defect after mesh implantation,severe pain, urinary incontinence, damage to nerve bundle and diastasis of the rectus muscle. Pt stated that surgeon told her a "biological mesh should not have been implanted in her." And she "did not have a true hernia".